Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, a scratched rear label, and a worn dso and uso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem, the device over infused. It was determined that the most probable cause is the expulsor. The expulsor was trimmed. The dso seal, uso seal, battery door and the lcd lens were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device had a volume inaccuracy, and it over-infused. The event occurred during testing, there was no patient involvement.